Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence as a result of sizing being too large. The aus 4.0cm cuff, pump, and balloon was explanted and replaced with a new aus 3.5cm cuff, pump, and balloon. There were no patient complications in relation to this event.